Event description:
It was reported that, "flexible tip rubber covering has ripped. Happened when inserting for set screw tightening.

Manufacturer narrative:
Additional information has been rquested, and if received, will be provided on a supplemental report.